Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Device was received: ar-12990 batch 10476209, unpackaged. Observation revealed a metal piece inside the needle shaft at the distal tip, most likely a broken needle tip. A new needle was unable to be loaded. The event's most likely cause(s) is user error. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
On 09/27/2021, it was reported by a facility representative via sems that an ar-12990 knee scorpion wasn¿t passing suture. This was discovered during use in a procedure with no patient impact.